Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels exceeded 27.8 mmol/l (500 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The patient noted the adhesive had loosened at the insertion site and the cannula was bent. A manual insulin injection was administered to treat the hyperglycemia.

Manufacturer narrative:
The returned device was evaluated and the investigation found no defects or manufacturing deficiencies that would contribute to insulin leaking during wear, a failure of the pod¿s ability to deliver insulin, or the reported high bg levels. The distal tip of the soft cannula was manually occluded and no leaks were present. The rubber fill septum was inspected and no large puncture marks were found. Investigation results found no evidence of any damage or manufacturing deficiencies that would result in the pod failing to adhere. The adhesive pad was inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported event could not be determined.